Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from india of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient started treatment with dianeal pd2 ultrabag (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake, did not wear a mask and reused equipment." On (B)(6) 2011, the patient experienced peritonitis. On the (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm, daily, ip), amikacin (10mg, daily, ip), fortum (1gm, daily, ip), and heparin (1000 units, daily, ip). Dianeal therapy was ongoing, as well as treatment with vancomycin, amikacin, fortum and heparin. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome for the event of break in aseptic technique was unknown. It was unknown if the peritonitis was resolving. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.